Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported experiencing elevated blood glucose levels while using the infusion device. No blood glucose values were provided. Patient stated he checked the infusion set needle and it was bent. No further information was provided. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.